Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer stated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated the insulin pump had no delivery alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.